Event description:
The event involved a plum 360¿ infuser where it was reported that the device had free flow event. There was unknown patient involvement and unknown harm reported.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Manufacturer narrative:
Investigation summary. On 10/17/2023 could not confirm customer¿s complaint that the device failed free flow performance verification test (pvt). Device passed self-test with no error alarms. Device passed pvt tests. Device passed the free flow pvt test. Probable cause for the customer¿s complaint of the device having unspecified free flow issue was not found.